Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of the 2 sensors with the cannula had retracted inside the sensor base. They found that the broken cannula had a broken part that was still in the tubing. The 2nd sensor did not have a broken cannula and they were unable to confirm that the customer received the sensor in the condition they claimed due to customer returned an opened/used sensor. The needle complaint was unable to be confirmed due to customer returning sensors with no needles.

Event description:
Customer reported via phone call issues with sensor. Customer's blood glucose level was 357 mg/dl. Customer advised during the sensor insertion process they pressed the green button and sensor did not release until they put their finger underneath and squeezed the button at the same time. Troubleshooting for serter button not pushing in on 2nd button press was performed. Customer was advised to release the pressure, let the serter rest on the body and attempt to push the button again. Customer was advised to be calm and not tense which can result in issues. Customer was advised that a replacement serter and sensor would be sent out and they agreed to return the serter and complete sensor for analysis.